Manufacturer narrative:
Analysis of the instrument and instrument data indicates that the cause of the falsely elevated troponin I results is heterophilic antibody interference. The IFU for dimension ctni flex reagent cartridge contains the following information: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. The assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution." The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Falsely elevated troponin I results were obtained on two samples from the same patient. The results were not reported to the physician. The samples were repeated and elevated results were obtained. The samples were also run with two different methodologies and a negative results were obtained. Patient treatment was not prescribed or altered. There was no report of any adverse health consequences as a result of the falsely elevated troponin I results.